Event description:
It was reported that during a laparoscopy-assisted distal gastrectomy, the device could not be fired at the 2nd stroke of the 2nd firing when used on the gastric body. The deployed staples were unformed. The device was released with the manual release lever. Another device was used to complete the procedure. There were no adverse consequences for the patient. The doctor commented as follows; some unexpected resistance was felt with a snapping sound after the jaw closed for the 1st firing.

Manufacturer narrative:
(B)(4): incomplete-interrupted. The ec60 device was received for analysis with no visual non-conformances and with a cartridge reload present. The cartridge reload was received partially fired. The returned cartridge reload was tested for functionality by resetting and reloading it into the device. The functional test demonstrated that the remaining staples in the cartridge reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties. Event could not be confirmed as the device opened and closed without any difficulties noted and no strange noise was heard during analysis.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.